Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor leaked at the flow regulator site. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.